Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer had a faulty screen. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer had a faulty screen. The screen was found to be broken. The programmer was not repaired as it was no longer serviceable. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the programmer was returned for service.